Manufacturer narrative:
A steris service technician arrived onsite and stated that hospital personnel were storing items on the base of the surgical table. When hospital personnel commanded the table to lower, the items on the base of the table made contact with the column shrouds subsequently causing the reported event to occur. The technician properly aligned the column shrouds, tested the table and confirmed it to be operational. No additional issues have been reported. The warning label on the table states: "caution-possible table damage- do not use table base for storage". While the technician was onsite he discussed with hospital personnel the importance of not storing items on the base of the table and suggested alternative locations for storing their equipment.

Event description:
The user facility reported that during a patient procedure the table was commanded to lower and the column shrouds began to bind and separate. No injuries or procedural delays or cancellations were reported.